Event description:
A female with a history of chronic cholecystitis with subacute cholecystitis with gallstones and increasing abdominal pain consented to a laparoscopic cholecystectomy. During the operation, the surgeon noted that the microline surgical clip applicator was not closing appropriately. The surgery continued, the gallbladder was removed, a jp drain was placed, and the surgical incisions were closed. At this time, the surgeon noted a yellow fluid draining from the jp drain. The surgeon proceeded with surgical exploration and identified a bile leak at the cystic duct. This area was clipped again and the leak was stopped. The patient tolerated the procedure well, and returned to the recovery room in satisfactory and stable condition.